Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5: during subsequent follow-up with the customer, additional information was obtained. The reporter clarified, that the handpiece device was used together with a console device. Therefore, the console device has been included in this event. And added in the concomitant medical products section. D10: concomitant med products and therapy dates: console device, (B)(6) 2021.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had corrosion/rusting/pitting. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿(B)(4).

Event description:
It was reported that the handpiece device was heating up. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.